Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited increasing pacing impedance measurements. It was previously reported that pacing threshold measurements had improved since implant. High out of range pacing impedance measurements were later detected. Boston scientific technical services (ts) discussed troubleshooting options for the next follow-up appointment. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.